Event description:
It was reported that the patient had a second cuff added to his implanted artificial urinary sphincter (aus) since the patient still had slight urinary leaking after implant of the previous aus. No issues were reported after the implant of the tandem cuff.